Event description:
Reportedly, there is a lack of progress with the device. The user was re-implanted on the (B)(4)2020.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the patient report the active electrode was found partially outside of the cochlea, most likely causing the reported facial nerve stimulation. These channels have been disabled. Further it is reported that one channel was left extra-cochlear at implantation surgery. The concerned device has been explanted. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, there is a lack of progress with the device. The user was re-implanted on the (B)(6) 2020.